Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2011. It has been reported the patient's entire system was explanted due to an infection found at the ipg pocket site. The patient is being treated with antibiotics. Follow-up on the patient indicated the patient is doing well. The explanted products have been discarded by the facility.